Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.

Manufacturer narrative:
Physio-control was made aware by the customer that the issue reported in the initial medwatch was reported in error. There was no device malfunction with the customer's device.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.